Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a15 captures the reportable event of clip unable to deploy correctly.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. During the procedure, the clip did not deploy correctly and became bent. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.